Manufacturer narrative:
(B)(4). Follow up: it was reported there were black particles observed floating in the syringe. Because no physical sample was returned, a comprehensive sample evaluation could not be performed. To support the investigation, three photographs were provided for review by the quality team. The images show a syringe outside of its blister packaging, with the visible portion extending from the 40ml graduation to the bottom of the syringe. The barrel contains a clear solution and three dark specks that appear embedded in the barrel wall, one at the bottom area of the barrel, one near the 7 ml mark, and another near the 22 ml mark. No additional defects or imperfections are evident in the images. Embedded degraded resin in molded components can occur at startup or intermittently during the injection molding process, such resin may break loose and become molded into components. A device history record review was completed for material number 309653, lot 5044017. The review identified no detected quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All processes and final inspections were performed in accordance with specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and the photographic analysis, the customers reported condition is confirmed.

Event description:
Bd product syringe 50cc luer-lok regarding black particles observed floating in the syringe. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.